Event description:
It was reported that the lead component of the patient's implantable neurostimulator (ins) was damaged and had to be revised in 2008. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient product ID (B)(4), lot # j0337546v, product type lead; product ID 3887-33, lot # j0337546v, implanted: (B)(6) 2003, product type lead.